Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 1.2 mmol/l and 7.2 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.